Manufacturer narrative:
A company service rep checked system; found customer reported error code in error log. Replaced air/fluid controller pcb, and returned it for further testing. Sample was evaluated and no problems found. Questionnaires have not been returned to date.

Event description:
Reporter noted system had error message display in middle of case; re-cycled power, error persisted. Completed case manually.